Manufacturer narrative:
Pump passed the unexpected restart error test. No a17 or unexpected restart alarm noted. Pump passed the self test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Blood glucose level at the time of the incident was not provided. Customer reported having recent blood glucose levels of 41 mg/dl and 56 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.